Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the finger stick (fs). The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. An investigation was unable to be performed to determine the cause of failure due to analysis would not be able to confirm complaint or determine a potential root cause. Therefore, the complaint of inaccuracies could not be confirmed. A root cause could not be determined.